Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract procedure an ophthalmic surgical console presented with poor vacuum in quadrant mode. The procedure was completed without any patient harm. Additional information has been requested.

Manufacturer narrative:
Company representative examined the system but was unable to confirm nor replicate the reported issue. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was opened for a vacuum and poor phacoemulsification (phaco) issue in phaco mode that occurred during the same day as this investigation¿s reported event. The root cause was inconclusive as the product met specifications during an onsite assessment. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).